Manufacturer narrative:
Internal complaint reference (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images revealed apparent blistering at the incision site of two separate patients. According to the complaint description, one implant was removed and can be seen in the images. The implant appears to have been tied with suture into a graft. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with known risk of device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 5 days from the bioinductive implant was implanted, the patient incision was bubbling, blistering and draining. It was performed an irrigation, debridement and the implant was removed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.